Manufacturer narrative:
H11 ¿ the manufacturer¿s device registration system indicates that the pump was replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they got their pump refilled this morning at 8am and they had been hearing a ¿buzzing sound¿ since ¿like it¿s empty but it¿s not.¿ the agent asked how often they were hearing it and the patient stated, ¿I don't know how often." The agent asked the patient if they could describe what the sound was and patient stated, "I don't know how to describe it ma'am." The agent then asked the patient if they had a ptm (personal therapy manager) and the patient stated they don't use it and disconnected the call. The patient called again later the same day asking why their pump was alarming. The patient stated that the pump alarming started after the refill but later stated ¿my pain pump went empty for a couple days,¿ but the pump alarm started after the refill earlier today. The patient stated, ¿it's not a bunch of beeps like the other lady said - it's a long beep - phase of a beeps that's pretty much constant.¿ the patient later stated, ¿it's probably happened 15-20 times since 8am this morning and it was refilled earlier today.¿ the patient stated they were unsure of the alarm frequency but later stated it'll alarm about every 15-20 minutes. The patient stated that they didn't have a pump printout and haven't used their ptm since 2018. The patient inquired if it could be the battery because ¿I'm getting stabbing pains in my shoulder like it's not working - I suffer with shingles.¿ the agent reviewed alarm considerations, pump longevity, and redirected the patient to their hcp (healthcare provider). The patient stated they'd call their hcp's office.